Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with a gz telemetry transmitter. The nurses found that the batteries in gz transmitter were dead, and they had not seen a battery alarm in the event list prior to the comm loss. Nihon kohden technical support (ts) advised that the comm loss might have happened previous to the batteries dying, causing the battery message to not display. No patient harm was reported. Investigation summary: the device logs were analyzed by nihon kohden corporation. The cns log was investigated. It was confirmed that the "change trans. Battery" was displayed on the screen of the cns. "Communiation loss" and "change trans. Battery" which had been displayed on the screen of the cns was extracted. From the logs, it was determined that the cns functioned as intended. The battery advisory message as well as the communication loss message were triggered and recorded. The length of time for the battery advisory message of "change trans. Battery" to become "communication loss" message varies depending on the battery state and condition. A low battery message is a message displayed on the cns screen at the patient tile, indicating the remaining battery level of a monitored transmitter device. There are four levels of transmitter battery remaining level indicators. When the battery is weak, the change battery message is displayed. When the battery has run out, the symptoms would be a communication loss, or a signal loss displayed at the cns. There is no indication of a cns / transmitter device malfunction, and no recurrence of the event.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with a gz telemetry transmitter. The nurses found that the batteries in gz transmitter were dead, and they had not seen a battery alarm in the event list prior to the comm loss.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Telemetry transmitter(s) model: gz-130pa, sn: ni.

Event description:
The biomedical engineer (bme) reported that there was an instance for communication loss being displayed on the central nurse's station (cns). When the nurses went to check the gz telemetry transmitter, the batteries were dead. They stated that they did not see a battery alarm in the event list before they saw the comm loss. They do see other change battery messages, but not for this day's event. Nihon kohden technical support (tech support) explained to the biomed that the comm loss might have happened previous to the batteries dying and that was why the message never came across. Tech support also stressed the importance of checking on the device whenever the device is alarming comm loss. 2 gz telemetry transmitters had the issues on 09/22 around 1200pm with comm loss and dead batteries, but no battery alarms. Tech support asked the biomed to get the log files. Tech support called the customer to check if he looked into the escalation of the battery weak alarm. He did and wanted to run it by their clinical executives before making changes. He also stated that there was a hospital network issue that was causing the communication loss. They are currently working to fix the issue which was affecting the gz telemetry transmitters. They later stated that a faulty ups tied to a switch / router was identified and replaced it was determined this did affect this section of the hospital's network. No patient harm was reported.